Event description:
Customer reported experiencing daily occlusions for the past two weeks. There was no adverse impact to the customers blood glucose level. Tandem clinical support engaged in troubleshooting without success and recommended issuing a replacement pump. Customer was advised to continue using the current pump until the replacement arrives.